Manufacturer narrative:
When the patient observed medication was leaking, they called their clinic. The clinician instructed the patient to clamp the administration set and stop the pump. The patient came to the clinic and a white film was observed on the pump's carrying case, the patient's clothes, and the infusion pump. The patient did not sustain any injury, and they were instructed to wash their clothes and any exposed skin. The clinician did not observe any physical defects in the product in question. The device in question was not returned to walkmed infusion; therefore, a product evaluation could not be performed. The catalog and lot numbers were not provided; therefore, walkmed infusion could not perform a manufacturing review. Device discarded by facility.

Event description:
During treatment, a medication leak was observed at the connection site between the medication bag and the administration set. The patient was exposed to the leak medication, but did not sustain any injuries. The patient was instructed to wash their clothes and any exposed skin.